Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act buttons dome switch. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corner and shifted end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the "act" button was not responding. The customer's blood glucose level was 166 mg/dl. Standard troubleshooting was performed. The customer stated he had a cat scan. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.